Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that patient presented to the emergency room with episodes of syncope. Telemetry showed episodes of asystole. Upon interrogation, the device capture management algorithm programmed the ventricular output below threshold the previous day. The device was reprogrammed and capture management was programmed off. The device remains in use. No further patient complications have been reported as a result of this event.